Manufacturer narrative:
The fse implemented field correction order for the replacement of front bezels with navigation ring to a new front bezel without the nav-ring which resolved the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The root cause: it was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.

Event description:
Philips received a complaint on the v60 device reported by the customer stating that they are having navigation-ring issues. When trying to change settings, the values go up and down by itself. The customer reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) scheduled repair of the device.